Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2017. The patient developed pain on her right side and on (B)(6) 2019, the surgeon removed a loose bone screw from the right mandibular component. The surgeon noted poor bone quality at the site of the loose screw.

Event description:
A bone screw in the patient's right mandibular component had become loose and was removed.